Event description:
Zoll r-series defibrillator + zoll "one step cpra/a resuscitation electrode (item) connected to pt. Unable to defibrillate pt electrodes changed able to defibrillate pt. It appears the electrode package was opened incorrectly, leaving "self test jumper" intact, causing "defib pad short" message & inability to defibrillate pt. Problem discussed with manufacturer 1/3/08. For more details, contact me.